Event description:
It was reported via repair work order that the ground pin was broken on the power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.